Event description:
It was reported that initial implant procedure was aborted because the patient developed an abnormal rhythm. The product will not be returned as it was discarded by the medical facility.